Event description:
Philips received a complaint by the customer on the v60 indicating that there was a failure with the gas supply house connection. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a failure with the gas supply house connection. Onsite service is currently pending for the replacement of the gas supply hose. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was reported that there was a failure with the gas supply house connection. A philips authorized service provider (asp) went onsite and replaced the o2 tube. The philips asp confirmed the ventilator passed all tests and was returned to service. The philips asp replaced the o2 tube to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.